Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to remove the insulin cartridge from the ilet cartridge chamber during a routine replacement, despite attempts with tweezers, gentle tapping on a flat surface, and using fill tubing and fill sequence to advance the piston. Symptoms included no reported adverse clinical effects. Outcomes included no change to therapy beyond arranging a device replacement and continued cgm use as usual. Investigation included product technical support, troubleshooting, and initiation of device replacement logistics. Investigation of the returned device revealed a mechanical jam or obstruction related to the cartridge retention within the pump¿s cartridge chamber, consistent with a cartridge handling or chamber interface issue.